Event description:
Additional information was received on (B)(4) 2012, when analysis of the explanted generator was completed. During the analysis of the generator, it was observed that the in-line connector go gauge test did pass, but required influence to do so. A bench lead would not insert completely passed the negative connector block. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. It was determined that the cause for the high lead impedance reported was due to the header dimension that did not meet specification.

Event description:
Additional information was received on (B)(4) 2012, when the explanted generator was returned to the manufacturer. Product analysis is currently underway and has not been completed at this time.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that surgery occurred to address the high lead impedance which was resolved by re-inserting the lead pin into the generator. Diagnostic results were said to be okay once the lead pin was re-inserted into the generator however the specific test results were not provided. The surgeon decided to prophylactically replace the generator as it had been implanted for several years (over 6 years). Good faith attempts to obtain the explanted generator have been unsuccessful to date.

Event description:
It was reported on (B)(6) 2012 that a new vns patient (new to the practice) presented high lead impedance readings (7/limit/high/no) on both systems and normal mode diagnostics. The patient is currently programmed to 2/30/500/30/1.8 and the device was not programmed off. X-rays were taken and sent to the manufacturer for analysis and during the analysis of the chest x-rays, it appeared that the lead pin may not be fully inserted into the generator cavity as it could not be seen past the second connector block. There were no discontinuities seen however a portion of the lead was behind the generator and could not be assessed. Follow up with the site revealed that there were no reports of trauma and manipulation prior to the observation of high lead impedance. The patient's seizure activity has not changed at this time. Revision surgery to address the high lead impedance is likely but has not occurred to date.

Manufacturer narrative:
Brand name, corrected data: initial report listed the lead as the suspect product however as the issue was due to incomplete pin insertion into the generator cavity, the suspect device has been updated to the generator in this report. Type of device, corrected data: initial report listed the lead as the suspect product however as the issue was due to incomplete pin insertion into the generator cavity, the suspect device has been updated to the generator in this report. Model #, serial #, corrected data: initial report listed the lead as the suspect product however as the issue was due to incomplete pin insertion into the generator cavity, the suspect device has been updated to the generator in this report. Device manufacture date, corrected data: initial report listed the lead as the suspect product however as the issue was due to incomplete pin insertion into the generator cavity, the suspect device has been updated to the generator in this report.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.